Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating theater for left ventricular lead revision. During the procedure, the pulse generator went into backup vvi mode after suspected electrocautery interaction. After device download, normal function resumed. The patient was stable post procedure.